Manufacturer narrative:
Customer name- (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the right-side endoscopic image area was displayed but briefly turned black and white, and the left-side patient information area disappeared and then returned during colonoscopy diagnostic procedure which was completed with same device involving an olympus colonovideoscope. There were no reports of patient harm.